Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The evaluation confirmed the user report. The old type power switch was stuck inside. There was also a worn out scope socket causing poor connection with the scopes and the camera heads. Cosmetic wear and tear on the housing was also found. The necessary parts were replaced. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center power button broke. The customer described the button issue as "it is inside like someone pushed it too hard." No patient death, injury, or infection was reported for this event.

Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections ,h4, h6 and h10 the legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause for the power switch failure is related to the external pressure applied which exceeded expectations. Furthermore, aging deterioration impacted the cause of the failure. The instructions for use (IFU) states: do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Olympus will continue to monitor complaints for this device.